Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, a curved opening on the valve bond edge, and white particles in the shell. Leak test and microscopic analysis was performed which identified a sharp opening on the valve bond edge, and partial delamination of the valve. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on the valve bond edge anterior assessed as an unidentified (tear) opening, and partial delamination of the valve (5%) assessed as adhesive failure.

Event description:
Device has been explanted.